Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an obvious decline in child's hearing performance was noticed by guardians. Problems of external devices are excluded and history of head trauma is denied by guardians. The patient was re-implanted on (B)(6) 2013.